Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The treatment for this event was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. No additional information is available. Report 2 of 2

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd895235 and gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).